Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.

Event description:
It was reported that during patient use, an nkv-550 ventilator was paired with a second graphic user interface (gui). The second gui had a green background color while the primary gui had a black background color. Both the primary gui and the second gui were displaying all ventilator information and remained fully functional. The ventilator continued to ventilate the patient at all times. There was no harm to the patient.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.